Manufacturer narrative:
(B)(4).

Event description:
Additional information was received indicating that this right ventricular (rv) lead was used as a temporary pacing wire after it was explanted due to infection. This lead was then attached to the explanted device which was used for external temporary pacing pending treatment for infection. The lead remains in service. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse patient effects reported. All available information indicated that this product remains implanted and in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.